Event description:
This lead was implanted on an unknown date and still remains implanted at this time. It was noted on (B)(6) 2015 that the lead's intrinsic amplitude was out of range. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).